Manufacturer narrative:
The device was returned to olympus for inspection. Based on the investigation findings, the most probable cause of the complaint has been determined to be cause not established, indicating that the investigation did not yield sufficient evidence to identify a clear cause for the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted accordingly. Olympus will continue to monitor the field performance of this device. Date of event is unknown. Additional information will be provided if available.

Event description:
During the evaluation, it was found that the thunderbeat probe device was broken 16.47 mm from its distal end. The broken probe tip was not returned for inspection. Additionally, the tissue pad in the grasping section was worn away. The location where the event occurred is unknown. There was no report of patient involvement.